Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a burning sensation in their bladder, and a loss of therapeutic effect. This occurred after having a procedure involving a heart monitor in (B)(6) 2010. It was reported that the patient tried all four programs and each one only worked for a short time before it lost therapeutic effect. Additional information has been requested.